Event description:
A continuous chemo infusion was hung [redacted] at 2128 ( doxorubicin (adriamycin) 12 mg/m2 = 26 mg, etoposide (vepesid) 60 mg/m2 = 128 mg, vincristine (oncovin) 0.4 mg/m2 = 0.9 mg in ns [normal saline] 500 ml chemo infusion) using bd smartsite extension set 0.2 micron low protein binding filter. On [redacted]-the next day, around 2023, the rn noted that there was a leak from the filter. The rn noticed that the two white circular parts were moist and had tiny white drops. There was no impact to the patient as the infusion only had a few minutes left when the leak was identified. The medication and tubing were disconnected and disposed of properly.